Manufacturer narrative:
This report is a correction of a previously submitted erroneous 5-day report. This event is a 30-day reportable event only and does not represent an event that necessitates remedial action to prevent an unreasonable risk of substantial harm to public health. Corrected fields: g6 (should have been 30-day initial medwatch).

Manufacturer narrative:
Correction - device information reported in the initial report is no longer valid for the following fields d4 - the device catalog #, exp date, serial #, UDI h4 - mfg date additional information h3 - the revision reported was likely the result of glenoid loosening and fracture of one of the compression screws. Although the sequence of events cannot be confirmed, the loosening of the baseplate may have allowed for excess stress to be applied to a well-fixed compression screw, subsequently resulting in device fracture. A contributing factor to the event may have been a patient fall. However, this cannot be confirmed because the component was not returned for evaluation and radiographs were not provided.

Manufacturer narrative:
D10: concomitants: (B)(6), 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 320-15-03 - rs glenoid plate post aug, 8 deg, left. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6), 320-42-00 - equinoxe reverse 42mm humeral liner +0. (B)(6), a10012 - gps implant kit v2.

Event description:
It was reported that a 79 yo male patient, initial left shoulder implanted in (B)(6) 2018, underwent a revision procedure in (B)(6) 2024, approximately 7 years post the initial procedure. The patient presented to the surgeon with complaints about some mile pain in their shoulder. During the procedure, when opened, they presented with loosening on the glenoid side and a snapped screw. It was indicated a fall was suspected. All devices were removed. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. No explanted devices were available for return as they were sent to ¿rph for study¿. Device images were provided. No further information.